Manufacturer narrative:
The blade subject to this MDR was not returned to the manufacturer for eval. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.

Event description:
It was reported that during a total knee replacement surgery that the blade broke at the mount. It was also reported that the broken piece was removed using a forceps and the surgeon has no concerns that there are any pieces left behind in the pt. It was further reported that another blade was available and the procedure was completed successfully.